Event description:
The customer called to reported that he has received multiple motor error alarms. Troubleshooting was performed. No damage to the drive support cap was noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump passed the motor test. No other alarms noted.